Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having headaches, congestion in throat, cloudy vision. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, congestion in throat, cloudy vision related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investiagtion lab for further evaluation. The external and internal aspect of the device was inspected and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath suggesting a source external to the device. Evidence of water ingress on the blower box and on the bottom of the blower suggests the use of non-distilled water in the humidifier. There was a dead insect found in the bottom of the device enclosure and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was also observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust / dirt contamination along with keratin contamination was observed and are consistent with being from an external source.

Manufacturer narrative:
Additional information was received on sept 21, 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, congestion in throat, cloudy vision related to a CPAP device's sound abatement foam. Additional information was received about the alleged nasal/throat irritation or soreness and cough. There was no report of serious patient harm or injury. Sections h6 health effects: clinical codes has been updated in this report.